Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Customer's reported issues were duplicated during power-on. The root cause of the reported issues was determined to have been caused by the manufacturing's incorrect assembly of the device. Actions taken to mitigate the reported issue: correctly installed the left timing plate.

Event description:
It was reported that check syringe plunger sensor and front sensor stuck on true events occurred. No patient injury reported.